Event description:
The customer reported that the "unit was just received back from repair and now the top segment led in the spo2 display is missing." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit was able to power on, however, there were non-illuminating segments on the front display. During functional testing, the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have a loose ui board because the screws were not in place. Reseated the ui board and all the leds illuminated and were functional. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the "unit was just received back from repair and now the top segment led in the spo2 display is missing." No consequences or impact to patient were reported.